Event description:
It has been reported to us that during the procedure, the distal tip of the guide catheter separated from the shaft. The pt had a very tortuous iliac vessel. The physician inserted the guide catheter into the patient's iliac vessel. At some point during the procedure, the guide catheter kinked. The physician attempted to rotate the guide to untwist the kink and the distal tip of the guide catheter separated from the shaft and remained inside the pt. The physician inserted a snare device and successfully retrieved the separated section of the guide catheter from the pt. The pt is reported to be fine.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for eval. Therefore, an engineering analysis of the subject device can be performed. The lot number for the device is known, and a review of the device history record will be conducted. Device discarded - not returned for eval.